Manufacturer narrative:
The facility allegedly found the resident with his knee stuck between two of the assist rails. The facility states this is an isolated occurrence where the residents leg and knee were small enough to fit through the bars on the bed rails. The product is still in use by this pt at this facility. There is no alleged injury. Filing MDR based on allegation of knee entrapment. No further action is indicated.

Event description:
The resident was found with his knee allegedly stuck in between two of the assist rail bars. No injury is alleged.